Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6), 2023. During the procedure, after the physician inserted the scope into the patient's esophagus, the tissue was suctioned into the ligator cap. The physician rotated the handle to deploy the first band; however, the band would not deploy and remained in the ligator cap. He attempted to deploy the second band, hoping that the two bands would deploy together, but the band would not deploy. The physician removed the scope along with the device and placed another speedband superview super 7. He was able to deploy fours bands successfully and completed the procedure. The procedure was completed with this second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.